Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was evaluated and the reported event was confirmed. The product is used in treatment. Product does not meet specification. The reported event was confirmed. The device history record review shows the product was released to specification. Based on the investigation and root cause analysis, it was determined that the root cause came from an exceed 100% ipa kept in cuff 4 hrs. After inflation process. 100% ipa will backward from air lumen tube into the cuff and made the cuff deformant (asymmetry). Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff inflation/ deflation issue. According to the reporter, at the ablation of the endotracheal probe, the ballonnet presents a hernia about 3 cm deformant the balloon. The customer indicated that there was no injury.

Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432.

Event description:
Medtronic received a communication regarding a cuff inflation/deflation issue. According to the reporter, at the ablation of the device, the balloon had a hernia. The customer indicated that there was no injury associated to this event.